Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the suction tubing was kinked. The tubing was rerouted. No report of patient involvement.

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient involvement.